Manufacturer narrative:
On (B)(6) 2018, the autopulse platform ((B)(4)) displayed user advisory - ua41 (patient temperature sensor failure) error message during preventive maintenance (pm). The investigation finding determined that the root cause of the ua41 was due to an unseated temperature sensor cable. During visual inspection, physical damage with a cracked front and bottom enclosure covers and a broken patient head restraint wire were observed. These types of physical damage on the ap platform may have attributed to user mishandling or wear and tear. The damaged parts were replaced and were unrelated to the ua41 event. The autopulse platform is a reusable device and was manufactured in october 2012. The device has been operating for 6 years and has exceeded its expected serviceable life of 5 years. The initial functional testing of the ap platform could not be performed due to ua41 (patient temperature sensor failure) displayed upon powering on. To remedy the issue, the temperature sensor cable was reseated on power distribution board. The ap platform was then re-tested, and it passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During preventive maintenance (pm) service on the returned autopulse platform (sn (B)(4)) on (B)(6) 2018, user advisory - ua41 (patient temperature sensor failure) displayed on the screen during the initial functional test.